Event description:
Customer states receiving discrepant b2b results on 12/11/2006: 76 mg/dl (17:12), 35 mg/dl (17:18), 33 mg/dl (17:20). No treatment was given based on the results. Controls were run and were within range; however, customer is unsure if same vial was tested. Request was made for the return of the device and a replacement was sent.